Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was confirmed due to cable buckling causing image noise. The evaluation also identified flooding of cable and charged coupled device (ccd) and contact point corrosion. A definitive root cause was unable to be determined. A device history review of the current product was conducted, and no problems were found. The instructions for use (IFU) indicate: ¦ usage (warning) if an abnormal endoscopic image or function occurs and returns to normal spontaneously, the product may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such a product may injure the patient, cause bleeding or perforation. ¦endoscope image disappearance and freezing (warning) do not strike or drop the product. Water leakage may damage the product's internal circuitry. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had bad image. The event occurred pre-inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had bad image. The event occurred pre-inspection for use. There were no reports of patient harm.